Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was malignant pain. The patient¿s husband reported that the ptm (personal therapy manager) got stuck at 90% for 2-3 minutes when trying to give a bolus. A replacement handset was requested from the repair department. No patient injury reported. Additional information was received from a consumer (con) stated that the patient never used the handset that was sent to them, so he plans to send it back to medtronic. The patient stated that they continue to have issues with the personal therapy manager (ptm) getting stuck at 90 percent when connecting to the pump. The agent reviewed steps to request a bolus and caller was able to help pt successfully deliver a bolus while on the call.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.